Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with 550cc mentor memorygel breast implant on the right side, and with 500cc mentor memorygel breast implant on the left side on (B)(6) 2014, and developed right breast pain, burning hot sensation, and volume decrease that was first observed in 2016. On february 7, 2022, patient called and stated she fell in (B)(6) 2021 and is now noticing a change or decrease of the left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This supplemental medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately.

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).